Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found no abnormalities. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. Boston scientific was not able to confirm the allegation.

Event description:
It was reported that during a farapulse pulmonary vein isolation ablation procedure to treat atrial fibrillation, a farawave 31mm became difficult to irrigation. The preparation of the catheter was unremarkable, and irrigation was working at the beginning of the procedure. Irrigation stopped while the catheter was inserted into the patient. It was removed to correct the irrigation issue with no resolution. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse pulmonary vein isolation ablation procedure to treat atrial fibrillation, a farawave 31mm became difficult to irrigation. The preparation of the catheter was unremarkable, and irrigation was working at the beginning of the procedure. Irrigation stopped while the catheter was inserted into the patient. It was removed to correct the irrigation issue with no resolution. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.